Event description:
It was reported that the continuity of the fiber was lost, and the fiber was shooting the other way. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the continuity of the fiber was lost, and the fiber was shooting the other way. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual and microscopic inspection did not identify any defects within the fiber. Functional testing was carried out, the fiber was tested with the hene (helium-neon) laser fixture. The testing found there were no signs of breakage along the length of the fiber. The reported clinical observation could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing.

Event description:
It was reported that the continuity of the fiber was lost, and the fiber was shooting the other way. The procedure was completed with another device. There were no patient complications.